Manufacturer narrative:
Lot review: suspect lot# 3314279 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016, citing no exception documents.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap; lot# is unknown. Report states: after about one hour the nurse noticed that the drug was leaking out from the bottom of the spiros/luer lock end of the ch3034 and therefore stopped the infusion (although it was nearly complete anyway). They were not sure whether it was the line that was leaking from the air-inlet or from the bottom of the ch3034 initially but as they have not kept the set in question we have no way of being 100% sure. No adverse patient consequences reported.